Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 1150 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. Customer also reported a high blood glucose of over 240 mg/dl on (B)(6) 2018 and treated with insulin pump. Customer's blood glucose reading was 231 mg/dl at the time of call. Customer declined high blood glucose troubleshooting. Customer also reported that the insulin pump had a motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08700 inches. No motor error alarms were noted. The motor was tested outside the device and passed. Unit was received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit was received with minor scratched display window and case. Unit was received with stained end cap sticker and back address serial number label. Unit was received with broken belt clip slot.